Manufacturer narrative:
The device was received. Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller and door roller pin were broken. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. Though requested, no additional information was provided.